Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2011. On (B)(6) 2012 the patient post-treatment follow-up form @6 months was received and the patient indicated a second surgical procedure was performed due to a retinal detachment. Additional information has been requested but not yet received. If any additional information is obtained a submental medwatch form will be submitted.

Manufacturer narrative:
Additional information was received from the surgeon's office which confirmed the patient's report of a second surgical procedure due to a retinal detachment and the following: date of last office visit (B)(6) 2011, high myopia is a risk for retinal detachment and more than likely the detachment was caused by myopia. Visual acuity in the od pre-op and post-op was 20/20. The reporter indicated the event was not related to the device. (B)(4).

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results - a lens work order search was performed and there were no similar complaints found.(B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: retinal detachment is a labeled complication in the insertion of a myopic icl. Any highly myopic patient has an increased risk of experiencing retinal detachment during any intraocular procedure. This adverse event is most likely secondary to the increased risk of detachments in patients that are highly myopic rather than the icl itself. The clinical trials showed that the cumulative risk of retinal detachment after implantation of this device is 0.6%. Conclusion - (unable to confirm). Based on the complaint history, work order search, and medical review, we were unable to determine a specific root cause of the event. (B)(4).